Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, total delamination of plug strap disk shell, yellow particles in device inner surface, void >1 mm in non-textured, and one curved opening. A microscopic analysis and leak test were performed which identified one sharp opening, wear abrasion and total delamination of plug strap disk shell. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one sharp opening on the side plug strap bond edge assessed as unidentified (tear) opening and total delamination of plug strap disk shell assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.